Event description:
Philips field service engineer (fse) had just repaired ultrasound three days ago and machine did not turn on again and also had the same error code 606. Fse suggested to check the firewire cable and peg connectors which were connected securely. Fse decided to replace the sip board because the machine wouldn't let him log in to the system. Fse revisited with new sip but he did not need to replace it because replacing the ribbon cable and the patch cable that communicates between sip and host actually corrected the problem. Unit has been return to service and did not fail again ever since. Manufacturer response for ultrasound, iu22 (per site reporter): iu22 is no longer supported especially the ones with certain cart revisions. Philips designed new model epiq5 and highly recommend to replace iu22s. Philips will still service iu22 models and their own fses also complained about working on these models.